Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the single board computer was inoperative.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.